Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07049 addresses the first resolution clip device, while manufacturer report # 3005099803-2013-07050 addresses the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The resolution clip was then detached from the catheter. The clip fell inside the patient in a closed state and left to pass naturally. A second resolution clip device was used; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been was deployed inside the body and is not available for return. Based on the details of the complaint, a definitive root cause could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted.